Manufacturer narrative:
6 similar cases have been reported under mdrs # 2015-00013; 2015-00015; 2015-00019; 2015-00111; 2015-00133; 2015-00182. On (B)(4) the r&d made the following preliminary analysis on the pictures received about the broken instruments: the screw driver broke at the interface to the screw because of a most likely misalignment of the driver axis with the screw axis that result in a too high force on the individual prongs. In most of the case it happens if they do not insert the inner shaft while adjusting the screw position. We have addressed this potential misuse with a design change. The r&d (B)(4) analyzed the retrieved items (2 of the same lot) on (B)(4) 2015, with the following comment: the prongs were broken in the same fashion as in the previous cases. Design changes of screwdriver were performed to address potential misuse on (B)(4) 2015 a final report was prepared with the above information, it was sent to the initial reporter and the case was closed.

Event description:
During surgery both on set available screw drivers broke during usage. The tip of the instrument broke but the fragments were removed from the patient wound.